Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold measurements with 7.5 volts 2.0 milliseconds post operation procedure. An attempt was made to surgically repositioned or correct the lead position, the re implantation of the lead was then selected from another branch in the same vessel which was being placed towards the lv wall. The procedure was completed with a good data that was obtained after closure. As of this time, this lead remains in service. No additional adverse patient effects were reported.